Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported during port revision procedure, it was noted that there was a hole worn through port tubing.